Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, increased capture threshold was observed on the left ventricular (lv) lead. The issue was resolved by capping and replacing the lv lead during the unrelated procedure. The patient was in stable condition.